Event description:
Customer reported the system is displaying intermittent security switch errors and images are intermittently dark when fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board and reloaded software. System operates as intended.